Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified cartridge alarm occurred. Customer's blood glucose was 100-200 mg/dl. Reportedly, the customer disconnected from the site and re-connected to resume insulin delivery.